Event description:
The tip of the catheter broke off upon insertion. The physician stated it was on inserter needle and he did not hit a bone structure. Blood and urine were noted coming out of catheter at time of treatment.